Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jan-2018 with the following findings: the black box and alarm history showed a cs 088 watchdog call service alarm. The pump powered on properly with no alarms. The pump¿s ¿ez-prime¿ steps were performed correctly and no cs alarms or any errors, alarms or warnings occurred during the 24 hour duration test. The investigation was unable to duplicate ¿cs 088 alarm¿ complaint and the product performed within specification. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board.